Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
Related manufacturer reference number:1627487-2021-15080. It was reported that during an ipg replacement procedure on (B)(6) 2021 [related manufacturer reference number: 1627487-2021-15082], the physician was unable to insert the extensions into the new ipg. As a result, the extensions were explanted and replaced resolving the issue.